Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the second flange of the axios stent "does not unfold". There were no patient complications as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).